Event description:
During laparoscopic cholecystectomy, device was not firing properly, so second stapler opened. Second device reported in the same manner (not firing properly). The clips would not hold and stay in place. All staplers with same lot number pulled from shelf.